Manufacturer narrative:
Review of the case established that the reported event is caused by a known bug. A translation issue occurred in the programmer and in remote monitoring system. The parameter "&rvsens" is not correctly resolved, explaining its display on remote monitoring system and programmer. No general malfunction is suspected with the device. This case is retained for trending purpose.

Event description:
Reportedly, on (B)(6) 2025, "&rvsens" is displayed on the spanish version of the. Monitoring website.

Event description:
Reportedly, on (B)(6) 2025, "&rvsens" is displayed on the spanish version of the. Monitoring website.

Manufacturer narrative:
Analysis of the event log is still ongoing, results will be provided on the next report.